Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary trit hemi cluster hole cup 54mm; cat # 502-03-54e; lot # mt6nkh primary secur-fit plus max no 9 13mm; cat # 6054-0913s; lot # 748e1w delta c-taper head 36mm +0; cat # 18-3600; lot # 61150102 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not available

Event description:
Patient reported having pain in left hip and would like to know if implants are subject to a recall.